Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during tibia open reduction and internal fixation case, the screw driver broke. The surgeon had difficulty disconnecting the suprapatellar insertion handle from an implanted tibial nail. When applying force into the ball hex screwdriver, it broke. Another ball hex screwdriver was used. There was a fifteen (15) minute surgical delay. The procedure was successfully completed. The patient status is unknown. During equipment inspection after the case it was observed that the insertion handle and cannulated connecting screw were damaged. This complaint involves three (3) devices. Concomitant device: unk - nails: tibial, (part # unknown, lot # unknown, quantity# unknown). This report is for one (1) cann connecting scr f/percutan instruments for nails-ex. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary investigation flow: device interaction/damage visual inspection: the cann connecting scr f/percutan instruments for nails-ex (p/n 03.010.404 lot u280638) was received showing no visual defects or deformities at the distal threads or along the instrument. Functional inspection functional testing could not be completed as the mating nail was not received for evaluation. Dimensional inspection: drawing: cannulated connecting screw 03_010_404 rev b feature: threads external major diameter specification: 7.788 ¿ 8.000 mm (mj8x1.25 ¿ 4h6h) measured dimension: 7.94 mm result: conforming measurement device: ca215p during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is unconfirmed for the cann connecting scr f/percutan instruments for nails-ex (p/n 03.010.404 lot u280638) as no visual defects or deformities at the distal threads or along the instrument. No definitive root cause could be determined. There was no identified contribution/defect with the connecting screw that may have caused/resulted in cross threading. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.010.404 synthes lot # u280638 supplier lot # u280638 release to warehouse date: (B)(6) 2018, (B)(6) 2018 supplier: orchid unique no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.